Event description:
The vena cava filter would not open following insertion into the patient. There was no known injury to the patient. A second vena cava filter was obtained with no further problems reported. The defective product was not saved. The packaging is available if needed.patient specific information is available upon request.